Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their onetouch ultra meter had displayed an error message ¿ error 1. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on ¿(B)(6) 2015, 1:30am¿. The patient stated he manages his diabetes with ¿humalog quick pen20 units per meal, humulin 80 units twice a day, metformin1000mg twice a day, nesina 25mg per day and invokana 100mg a day¿. At the same time¿01:30am¿ the patient reported consuming ¿more food and /or drink¿ as a result of the alleged error message. On an unspecified time after the alleged product issue, the patient reported he developed symptoms of ¿numbness in hands, numb tongue, sweaty and spotty vision¿. The patient reported self-treatment with more food and /or drink. At the time of troubleshooting, the cca noted that it was not the first time the meter was being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury which suggests that the patient¿s condition may have deteriorated as a result of not being able to test their blood glucose.

Manufacturer narrative:
Follow-up # 1:error 1 message observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.